Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the lot history records was performed for the applicator lot any deviation in manufacturing process related to the reported defect of the complaint. DHR review of the packaging and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue* during open, laparoscopic, or percutaneous procedures. The solero mta system is not intended for cardiac use. Do not attach anything (i.e., clamps, etc.) To the device. This may damage the insulation, which could contribute to patient injury. Reprocessing may compromise the integrity of the device and / or lead to device failure. Avoid placing lateral forces on the applicator tip during placement or removal. Use caution when treating close to critical structures. The ablation zone will grow beyond the applicator tip. Microwave energy is deposited 2 cm around the emitting tip of the device. Structures to be spared should be at least 2 cm away from the emitting antennae. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Each applicator may be used to ablate up to three separate areas of target tissue for each patient at the maximum power and time setting. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: do not bend the applicator as this may impair the function of the cooling system and may damage the microwave feed line inside the applicator. Warning: when using percutaneously the tip of the antenna may be used to puncture the skin at the point of insertion. Use the minimum force necessary to achieve this and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: during a microwave ablation procedure, the first ablation was successfully completed. The probe was withdrawn and inserted to perform an ablation on the second lesion. The probe malfunctioned with a "high reflective power" error message. This probe was set aside and a new probe was opened to complete the second ablation. The 2nd applicator was placed to the second lesion. The doctor was not happy with the placement and decided to place the needle once again. During track ablation with 80 watts, when the antenna was almost out of tissue (the ir's comment was "probably feeding point was out of tissue but the antenna was in"), there was a blowout. The applicator was pulled back out of tissue immediately and the power was turned off. At that moment, it was observed that the antenna and the shaft were separated (bent). The bleeding was controlled. Neither complication nor problem were observed. The tip of the applicator was bent, and not detached. The reported disposable device has not yet been returned to the manufacturer for evaluation.